Manufacturer narrative:
A ge service rep performed an onsite investigation. The rep was unable to duplicate the problem reported. The system was found to be operating as intended.

Event description:
The customer reported the 2800 system pin on the table was defective. No pt injury was reported.